Manufacturer narrative:
Date of report: 21jul2021.

Event description:
It was reported to philips that unit shutdown while in use and had a pressure regulation high alarm. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.

Manufacturer narrative:
B4:18aug2021. A philips field service engineer (fse) was dispatched to the customer site. The fse reviewed the event log and discovered multiple proximal pressure line disconnect messages. There were no alarms found indicating a device shutdown. The fse performed verification testing and the system leak test failed. The fse removed the gas delivery system (gds) and blower assembly and re-seated the boots and the hoses. The air-intake filter along with the cooling fan filter were replaced as a courtesy; the original ones were in working condition. The fse reassembled the device and performed performance verification testing and all tests passed successfully. Based on the service performed and the findings in the event log, the alleged malfunction was confirmed. Following the maintenance, the device was placed back into service. The customers alleged malfunction was confirmed however, no replacement parts were required. The fse was only able to determine that the system leak test failure may have contributed to the reported issue.